Event description:
It was reported that during a full supply change using a teflon infusion set, the ilet user inadvertently separated the infusion site from the guide needle while prepping, necessitating use of a new set and resulting in successful completion of the supply change with insulin delivery resumed. No reported symptoms or changes in blood glucose. Outcomes included replacement supplies shipped and completion of troubleshooting and user education. Investigation included user interview and case review focused on infusion set handling and deployment. Investigation of this case revealed an infusion set deployment error consistent with user technique, with no pump alerts or alarms and no device functional anomaly identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling error during infusion set preparation.